Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Following predilation, a 28 x 3.00mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.